Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 25 mg/dl and 38 mg/dl on the inform system 1 compared back to back with a result of 41 mg/dl on the inform system 2 when testing was performed less than 10 minutes apart on a neonate. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were all used and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550549, expiration date 07/31/2009). Reference medwatch report for the suspect device used in system 1.